Event description:
Dialysis initiated in usual manner without incident. No dialysis machineproblems incident fminutes into dialysis the machine began to smoke and smell like it was burning. Bloodlines and dialyzer were removed from the machine and pt was moved to another location to resume dialysis. She completed dialysis without incident. Three other pts had treatment interrupted due to complaints of difficulty breathing due to smoke/fumes. One pt's lost blood in dialyzer and lines due to clotting of system when treatment was interrupted.